Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -11.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting and intraoperatively the lens was removed. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: 724334